Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a left anterior descending artery (lad). A 2.50 x 38 synergy stent was deployed in the lad. After taking an orthogonal view of the deployed stent, an edge dissection was noted. Another synergy stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).